Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump primed properly. No unexpected low battery alarm anomalies noted. Insulin pump received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had deep scratches on screen and buttons were harder to pressed and need to use the thumb for the act button and all were harder to press. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the when priming it squirts at times and battery not last for 7 days. The insulin pump will not be returned for analysis.